Manufacturer narrative:
The patient was at (B)(6) hospital in (B)(6).

Event description:
It was reported that the patient died due to respiratory failure on (B)(6) 2021. The autopsy could not be done by (B)(6) 2021. The hospital may take a month to finalize the autopsy report since it is the covid-19 critical care center.

Event description:
It was reported that a tracheostomy was put in place for respiratory failure prior to the death. The patient suffered a bruise on the head due to a fall at home. The patient had right heart failure with an onset date on (B)(6) 2020. The patient had a peripheral edema. The patient was intubated and put on a ventilator. The device functioned normally at the time of the death. The patient suffered a bruise on the head due to a fall at home.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of (B)(6) confirmed a kink in the outflow graft; however, a specific cause could not conclusively be determined through this evaluation. A specific cause for the reported respiratory failure and patient outcome, as well as a direct correlation to heartmate ii lvas, serial number (B)(6), could not conclusively be determined through this evaluation. (B)(6) was returned with the driveline fully intact. The sealed inflow conduit (inlet extension, flex section and inlet elbow) was returned attached to the outlet port. The sealed outflow graft, with bend relief and bend relief collar was returned attached to the outlet elbow. The outlet elbow was returned attached to the outlet port. Examination of the outflow graft material revealed a minor kink near the graft attachment hardware. The accumulation of tissue growth on the exterior of the outflow graft suggest that this crease may have been present for an indeterminate duration during support. The black line on the graft did not reveal evidence of a twist and the interior of the graft revealed no evidence of developed depositions or thrombus formations. The observed kink in the outflow graft appeared to slightly obstruct the flow of blood, which could have potentially contributed to a flow issue; however, no log files were submitted for review. A specific cause of this finding and an exact duration that the kink was present during support could not conclusively be determined through this evaluation. The blood-contacting surfaces revealed no evidence of depositions or thrombus formations. The device was cleaned. The pump's bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline revealed no discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The heartmate ii lvas IFU lists respiratory failure and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The heartmate ii lvas IFU contains information regarding the preparation and attachment of the sealed outflow graft. This document instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft. Additionally, this IFU provides information regarding anticoagulation therapy and the recommended inr range. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of (B)(6) confirmed a kink in the outflow graft; however, a specific cause could not conclusively be determined through this evaluation. A specific cause for the reported respiratory failure and patient outcome, as well as a direct correlation to heartmate ii lvas, serial number (B)(6), could not conclusively be determined through this evaluation. (B)(6) was returned with the driveline fully intact. The sealed inflow conduit (inlet extension, flex section and inlet elbow) was returned attached to the outlet port. The sealed outflow graft, with bend relief and bend relief collar was returned attached to the outlet elbow. The outlet elbow was returned attached to the outlet port. Examination of the outflow graft material revealed a minor kink near the graft attachment hardware. The accumulation of tissue growth on the exterior of the outflow graft suggest that this crease may have been present for an indeterminate duration during support. The black line on the graft did not reveal evidence of a twist and the interior of the graft revealed no evidence of developed depositions or thrombus formations. The observed kink in the outflow graft appeared to slightly obstruct the flow of blood, which could have potentially contributed to a flow issue; however, no log files were submitted for review. A specific cause of this finding and an exact duration that the kink was present during support could not conclusively be determined through this evaluation. The blood-contacting surfaces revealed no evidence of depositions or thrombus formations. The device was cleaned. The pump's bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline revealed no discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The heartmate ii lvas IFU lists respiratory failure, right heart failure, and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The heartmate ii lvas IFU contains information regarding the preparation and attachment of the sealed outflow graft. This document instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft. Additionally, this IFU provides information regarding anticoagulation therapy and the recommended inr range. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on 17aug2017. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the cause of the respiratory failure was believed to be systemic myopathy. It was not conclusive at the time if the event and death were left ventricular assist device (lvad) related, but the surgeons believed it to be non-related. It was reported that the device operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of (B)(6) confirmed a kink in the outflow graft; however, a specific cause could not conclusively be determined through this evaluation. A specific cause for the reported respiratory failure and patient outcome, as well as a direct correlation to heartmate ii lvas, serial number (B)(6), could not conclusively be determined through this evaluation. (B)(6) was returned with the driveline fully intact. The sealed inflow conduit (inlet extension, flex section and inlet elbow) was returned attached to the outlet port. The sealed outflow graft, with bend relief and bend relief collar was returned attached to the outlet elbow. The outlet elbow was returned attached to the outlet port. Examination of the outflow graft material revealed a minor kink near the graft attachment hardware. The accumulation of tissue growth on the exterior of the outflow graft suggest that this crease may have been present for an indeterminate duration during support. The black line on the graft did not reveal evidence of a twist and the interior of the graft revealed no evidence of developed depositions or thrombus formations. The observed kink in the outflow graft appeared to slightly obstruct the flow of blood, which could have potentially contributed to a flow issue; however, no log files were submitted for review. A specific cause of this finding and an exact duration that the kink was present during support could not conclusively be determined through this evaluation. The blood-contacting surfaces revealed no evidence of depositions or thrombus formations. The device was cleaned. The pump's bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline revealed no discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The heartmate ii lvas IFU lists respiratory failure and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The heartmate ii lvas IFU contains information regarding the preparation and attachment of the sealed outflow graft. This document instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft. Additionally, this IFU provides information regarding anticoagulation therapy and the recommended inr range. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on 17aug2017. No further information was provided. The manufacturer is closing the file on this event.